Event description:
Patient came to community hospital cardiac cath lab for percutaneous peripheral intervention. During procedure tip of catheter broke off. Patient required femoral artery exploration - removal of foreign body (cath tip). Patient was admitted post procedure for observation.